Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual analysis revealed all the inner coils to be fractured, distal to the suture sleeve tie impression. X-ray examination revealed the ring electrode cable was fractured/separated in the connector region, consistent with a fatigue fracture. Electrical testing revealed the inner coil and ring electrode conductor paths to be open. Scanning electron microscope analysis of the lead confirmed all the filars of the inner coil to be fractured distally to the suture sleeve tie impressions which is consistent with a fatigue fracture. All other damage revealed during analysis is consistent with the explant procedure.

Event description:
During a follow-up, no capture and high pacing impedance on the left ventricular (lv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.